Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin therapy, but will reportedly resume pump use in a few days. Customer's blood glucose was 450 mg/dl at time of event.